Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of reported error 210.5020. Technical support 1. Replace logic board. 2. Return the module to the factory. Recommended replace logic board. Customer will send unit in for flat fee repair. A review of the device history record showed the device had a manufacture date of 08/08/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. H3 other text : no product returned.

Event description:
It was reported by the customer that the device had an 8100 error 210.5020. There was no additional information provided and no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported by the customer that the device had an 8100 error 210.5020. There was no additional information provided and no patient involvement.